Event description:
Device 2 of 2: reference MFR report: 3008829311-2017-00677. It was reported the patient underwent a procedure to address ineffective stimulation (reference MFR report: 3008829311-2017-00675 and MFR report: 3008829311-2017-00676). During the procedure, when the physician opened the implantable neurostimulator (ins) pocket site to disconnect the leads, both leads were inadvertently cut. The physician explanted and replaced the leads. Postoperatively, the patient is reportedly receiving effective therapy.